Manufacturer narrative:
The baxter technician found the siderail cable needed to be replaced. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Per the hillrom service manual,examine the cable routing for pinching, binding, and damage. Adjust the cable routing as necessary.make sure all functions on the caregiver control operate correctly. Repair or replace the siderail as necessary. The technician replaced the siderail cable to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician stating the bed was moving by its own. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).